Manufacturer narrative:
H3: it was found in the analysis that the connector ball was missing and there was curt on the cable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the post operative assessment of function proved wear and tear and future surgical unreliability in the powerease. The driver when it completed a revolution revolves off axis or not concentric. The driver had noticeable wobble when a driver was an attached. The doctor did not feel the use of this powerease because it was not safe for operation. There was no patient involved.